Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch j102698 mfg date: 06/01/2010, exp date: 06/30/2015 in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch j102698.

Manufacturer narrative:
Conclusion: one piece of 10fr drain attached to the bulb reservoir of a different manufacturer was returned for evaluation. On the drain, approximately one centimeter above the black point, a small damage (cut) made with some sharp object was observed.

Event description:
It was reported that a patient underwent a thyroidectomy on (B)(6) 2011 and a drain was placed. Following the surgery, a crack was found at the black point. The doctor repaired it with tegaderm and the drain continued to function. Three days later, the drain was removed from the patient as scheduled. There were no adverse consequence to the patient. The surgeon opined that the damage to the drain may have occured when he was suturing.